Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 693565 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced sixty inappropriate shocks from their implantable cardioverter defibrillator (ICD). Oversensing due to lead fracture noise was noted on the right ventricular (rv) lead. Loss of capture and high thresholds were also indicated. The lead was capped and replaced. No further patient complications have been reported as a result of this event. It was further reported that the implantable cardioverter defibrillator (ICD)&#2056;ad early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.